Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply was replaced and the camera and collimator were realigned. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the x-ray beam was out of alignment. No patient injury was reported.